Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient was charging too often and the patient was feeling warmth while recharging. The patient went from recharging every 1-2 weeks down to every 2-3 days, sometimes every 24 hours. It was noted that the patient did not see any screens on the implantable neurostimulator recharger (insr) to alert for temperature. The patient had not been recently reprogrammed or switched to a new group. The patient did not recently have the need to increase parameters. The patient did not have any recent overdischarge events. It was noted that the manufacturer representative had access to a clinician programmer and the patient at the time of report. The manufacturer representative reported that recharging statistics indicated the patient was not charging to full. In addition, therapy impedance checks showed electrode pair 2/3 was showing <(><<)>50 ohms; this pair was programmed on program 3. The manufacturer representative planned to reprogram around the 2/3 electrode pair, and the manufacturer representative ran recharge interval calculations based on the patient¿s current settings. Additional information received from the manufacturer representative reported that the manufacturer representative reprogrammed around the 2/3 electrode pair, but could not get coverage of all areas. It was noted that lead/battery revision was possible. The manufacturer representative was unsure of whether the reported issues of recharging frequency, warmth (during recharge), and electrode pair 2/3 showing <(><<)>50 ohms was resolved as programming only covered part of the patient¿s pain. Additional information received from the healthcare professional reported that the manufacturer representative met with the patient outside clinic hours to troubleshoot. The healthcare professional was advised to follow up in clinic for further assessment during the visit scheduled for the next week. In addition, the healthcare professional reported that the issues of increased recharge frequency, warmth (during recharge), and electrode pair 2/3 showing <(><<)>50 ohms were resolved. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included lumbar radiculopathy.

Manufacturer narrative:
Concomitant product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead .(B)(4).

Event description:
Additional information received from a manufacturer representative reported that a revision was performed on (B)(6) 2016 where the leads and battery were replaced. After the revision all the impedances were normal and they had recaptured coverage.